Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The physician was unable to cross the lesion site with a taxus express2 8.8% 2.5 mm x 8 mm stent. No further information is available.